Manufacturer narrative:
Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
This report is to advise of an event observed during analysis.